Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found battery cover broken; crack on lower left front corner of top case and crack on right plunger case. Backup audible alarm post error was found at power up. The cause of the reported problem is the main board does not operate as intended. Repairs done to correct the reported problem; replaced main board, performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump battery cover is broken. It has a continuous alarm error and backup audible alarm post. No patient injury reported.